Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (as low as 20 mg/dl) and carbohydrates were consumed. The cause of the events were not known. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User does not utilize the continuous glucose monitior (cgm) option of their t:slim g4 pump. There were no irregular bolus deliveries requested. No bolus requests were made on (B)(6) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There was no evidence of device malfunction.